Event description:
The manufacturer was informed that a patient using a dreamstation auto CPAP device has passed away. The patient's wife contacted the manufacturer to request that she no longer receive letters regarding the replacement of the CPAP device. She indicated that she has not had possession of the machine for approximately two to two and a half years. There has been no suggestion that the device played any role in the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.